Event description:
Procedure type: inguinal hernia repair. According to the reporter: the pt allegedly experienced the following symptoms post-operatively; nerve damage, urinary problems, pain which led to limits in activities, sexual problems.

Manufacturer narrative:
(B)(4).